Manufacturer narrative:
Device evaluated by MFR. : synergy xd mr ous 2.75 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of distal stent damage with struts lifted. The undamaged crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 30jun2021. It was reported that crossing difficulties were encountered. A percutaneous coronary intervention was being performed. The target lesion was located in the mid left anterior descending artery. This 2.75 x 28mm synergy xd drug eluting stent was advanced for treatment. However, the stent could not cross the lesion due to calcification. There were no patient complications reported. And the patients status is stable. However, returned device analysis revealed stent damage.